Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an employee obtained a clean needle stick injury to his abdomen from an unused bd emerald¿ 10ml 0.8 x 40mm (21g x 1 1/2") bd luer-loc¿ tip syringe and needle because there was no cap on the device. There was no report of medical intervention.

Manufacturer narrative:
Results: a sample was not returned for evaluation, however the customer provided a photo of the affected device. A photo inspection showed the customer's reported defect of a missing needle cap. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5050335. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Although the DHR reviewed revealed no abnormalities during production of the device, our quality engineer notes that potential causes for a missing cap may be: the needle getting stuck in the feeder during the assembly of the needle and syringe. The needle getting stuck during needle assembly due to equipment vibration causing the protector to fall. Corrective actions have not been initiated for this incident/reported defect.